Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for high blood glucose. Patient¿s blood glucose was 553 mg/dl. Customer reported that he is new to the ngp pump and the infusion sets that we sent. Customer reported that he was never asked about the type infusion set needed and was used to having infusion sets that were inserted at an angle. The first one didn't work and he doesn't know why, it caused a high blood sugar of over 500 mg/dl. Customer reported that the infusion set wasn't bent but it was in his leg and he is thin, the second is working. Customer reported that he does not want to continue to use these sets because he doesn't feel comfortable with their performance for his body type. The customer declined troubleshooting for the insulin pump because he knew that the infusion set was the cause of his high blood glucose and he treated with the pump. Blood glucose high blood glucose was resolved. The insulin pump will be returned for analysis.